Event description:
On (B)(6) 2013, (B)(6), rn, injected a female pt in the bridge of the nose with 0.8 cc of radiesse. No issues were observed during the procedures. A few days later, she returned to the office with pain, redness and pustules to glabella area. (B)(6) prescribed keflex and a z-pak as a precaution. In addition, baby aspirin and nitropaste. The pt is coming in the office every day for ultrasound. On (B)(6) 2013, (B)(6) spoke with a merz consultant, (B)(4). (B)(4) reported that the pt has an ischemic event involving the supratrochlear artery. The pt is much improved as of (B)(4) 2013. (B)(4) advised (B)(6) to place the pt on levaquin 500 mg (pen allergic), aspirin, valtrex, aquaphor ointment, stop tobacco, avoid sun exposure and maintain head elevation. It is unk if this was done. The pt was last seen on (B)(6) 2013 and has completely recovered.

Manufacturer narrative:
The device history records for the reported radiesse lot were reviewed; all required testing specifications were met prior to release, there were no abnormalities noted. As of (B)(4) 2013, no further info has been received.